Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer contacted a technical support engineer (tse) after the surgery and reported that the neutral pad was not recognized anymore. Before calling in, the customer tried several cable's and neutral pads but the erbe was not recognizing it. The customer explained that he also tried the pad on his own arm without improvement. The tse requested the customer to restart the erbe with power removal, but the pad was recognized for a short moment and was lost again. The tse checked the logs and found error m-b1 pointing to the bad connection of the neutral pad cable. The surgery was finished with only a small delay. The erbe would need to be checked and replaced. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed and found in the system log, a neutral pad error was identified, which indicates that the fault occurred in the field. Upon visual inspection, no issues related to the reported event were observed. The unit was installed on an in-house system, where it functioned as expected: the unit was energized and cauterized properly, and all ports recognized instruments. An additional observation not related to the customer complaint is that the unit was received with discoloration. The complaint regarding neutral pad not recognized was not confirmed by failure analysis. The probable root cause of error m-b1 may be attributed to various factors. The neutral electrode (e.g., grounding pad) may not be connected to the generator, may be defective, or may have poor contact with the patient¿s surface.

Event description:
Refer to h11 for follow-up information.